Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that she experienced a broken sensor shortly after insertion. Pt reported that she never got readings and removed the sensor due to blood and pain at the insertion site. Upon removing the sensor, she noticed that the wire was sticking out of her skin so she removed the retained fragment. Pt reported that, aside from a bruise at the insertion site, there were no injuries and no medical attention was required. Pt reported she was fine at the time of her call to dexcom technical support.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the abscence of any evidence of physical harm or necessity for intervention.